Event description:
It was reported that(1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during normal use of the hp052 instrument, for a gallbladder dissection, a steady tone(lockout) occurred. The hosp staff replaced the lcsc5 blade and the handpiece still did not work(steady tone). Another luke handpiece was used with the lcsc5 product and it worked fine. There was no consequence to the pt.